Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported by the patient as unknown but ¿could have been something with the drain bag¿ (unable to further clarify), ¿or possibly from work¿. As the cause of peritonitis could not be confirmed and there were no product issues reported, the cause of peritonitis will conservatively be assessed as unknown. It was reported the patient was hospitalized for the event. It was reported the patient is currently receiving unknown intraperitoneal antibiotics as treatment for the peritonitis event. At the time of this report the patient was recovering from this peritonitis event and remained hospitalized. The action taken with dianeal therapy was not reported. No additional information is available.